Event description:
A nurse advocate stated the customer received a blood glucose reading of 530mg/dl from the contour meter, retested on a different meter and received 137mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer is to return the test strips for evaluation and replacement strips were sent to her.

Manufacturer narrative:
Initial reporter phone and address were not provided.